Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an ffr comet pressure wire with the torque device and occ cable with gauze from the procedure. The occ cable, tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that there was peeled coating, from the proximal end of the wire to 88cm distal of the proximal end. There was no coating missing past 88cm from the proximal end. The gauze was opened and examined, when it was revealed that there was loose peeled coating on the gauze. The peeled coating noticed is consistent to damage that most likely happened during the procedure when the physician moved the torque device along the wire when the torque device is not completely loose. Since the peeled coating was so far proximal on the wire it is likely that this coating damage was caused outside of the body of the patient. Product analysis did confirm the reported body coating issue, as the proximal end of the wire was returned with coating missing and peeled coating was confirmed to be in the returned gauze.

Event description:
It was reported that the coating stripped off the comet ii pressure guidewire. During a percutaneous coronary intervention (pci) procedure, the coating stripped off the comet ii pressure guidewire on the radiopaque segment used for diagnosis. This was noticed upon removing the comet ii pressure guidewire from the patient to re-shape the tip. The procedure was completed with another comet ii pressure guidewire. No patient complications were reported.

Event description:
It was reported that the coating stripped off the comet ii pressure guidewire. During a percutaneous coronary intervention (pci) procedure, the coating stripped off the comet ii pressure guidewire used for diagnosis. The procedure was completed with another comet ii pressure guidewire. No patient complications were reported.